Event description:
It was reported on (B)(6) 2012 that the vns patient was going to be implanted with a cardiac recorder device. Additionally it was reported that the patient is pre-syncopal likely due to atrial fibrillation. Attempts to obtain additional information have been unsuccessful to date. At this time it is unknown what is the relation of the arrhythmia to vns.

Event description:
Diagnostics after the event were noted to have ok impedance. No further relevant information has been received to date.